Manufacturer narrative:
A tss spoke to the customer on (B)(6) 2016. The tss phoned the customer and reported the customer calibrated the assay used a new lot for calibration. The customer controls came in and rates came up. There was no further action required by the tss. The most probable cause of the reported event was the an issue with control recovery ranges with progii. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported progii br (biorad) 40321 oh calibration control recovery issues with their aia 600ii analyzer. The customer reported discrepant patient results on progii. The customer is unable to run progii patient samples. Tss (technical support specialist) spoke to the customer to troubleshoot the event which resulted in reporting discrepant patient results for progii. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.